Event description:
It was reported via remote monitoring data that this device battery was depleting abnormally. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported via remote monitoring data that this device battery was depleting abnormally. This device was explanted and returned. No additional adverse patient effects were reported. This product is part of the emblem accelerated battery depletion advisory population.

Event description:
It was reported via remote monitoring data that this device battery was depleting abnormally. This device was explanted and returned. No additional adverse patient effects were reported. This product is part of the emblem accelerated battery depletion advisory population.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported via remote monitoring data that this device battery was depleting abnormally. This was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported via remote monitoring data that this device battery was depleting abnormally. This device was explanted but will not be returned as it was kept by the hospital. No additional adverse patient effects were reported. This product is part of the emblem accelerated battery depletion advisory population.